Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis inspected the cannula and it was observed that the tube can move with respect to the bowl feature. As orientation of tube relative to bowl is critical to function of item, the cannula cannot be used. The weld was cracked around the entire circumference of the bowl/tube interface. The tube can be pulled away from the bowl as a result of the damage. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the weld defect if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was identified that the top part of the single site curved cannula was turning but it is supposed to be molded and it should not turn. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.